Event description:
During replacement of the device it was found, by routine endoscopy that the bolster had become imbedded against the gastric mucosa resulting in ulceration and some bleeding. The device was removed and successfully replaced with no further adverse affects reported. Date of procedure or of the event was not able to be provided by the complainant.